Event description:
Subsequent to the initially filed reports it was reported that the patient had chronic angina prior to the procedure. Intravascular ultrasound (ivus) was performed. The lesion was stented and there were no further complications. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported material rupture could not be determined. Additionally, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of angina and myocardial infarction are listed in the xience alpine, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2? Outcomes attributed to ae, required intervention was added. D1: correction (brand name) from xience everolimus eluting coronary stent system to xience pro¿ a. D2a: correction (common device name) from drug eluting coronary stent delivery system to coronary drug-eluting stent. D4: correction of model # catalog # from unk xience to 1128200-18. E1: correction initial reporter establishment name corrected from unknown brazil to rede primavera - assistencia medica. G4: correction of PMA/510(k) # from p070015 to p110019. H6: correction health effect - impact code: code 4614 was removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat the circumflex coronary artery with no calcification but with sub-occlusion. The unspecified balloon expandable stent system was advanced to the lesion and during the first inflation to 11 atmospheres, the balloon ruptured. The stent was deployed at the intended location. The patient experienced chest pain and a myocardial infarction was diagnosed; however, no additional exams or intervention was necessary. No additional information was provided.